Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported a speaker malfunction with the complaint device and requested support. No patient involvement.

Manufacturer narrative:
Serial number unknown.